Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 2.1 mmol/l at the time of the incident and current blood glucose level was 10 mmol/l. She was not admitted in the hospital but she was in a comma but she was at home and the husband almost called the ambulance. The customer was assisted with troubleshooting. The customer was treated with food and glucose tablets. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that drive support cap was flush. Customer stated that they did alleging insulin pump for over delivery. The device will be returned for analysis.